Manufacturer narrative:
During the manufacturing process, samples are inspected from each lot to assure that the device meets all specifications. The manufacturing records of this lot were reviewed, and the records indicated no revellent issues or deviations from the specifications for this product. The device was not returned for evaluation.

Event description:
The patient required an existing synthetic graft thrombectomy. During the procedure, the d-clot device was used by the interventional radiologist to attempt thrombus removal in the graft. The interventional radiologist stated that the d-clot device was not aspirating the thrombus adequately. The interventional radiologist proceeded to using an arrow trerotola thrombectomy device, and completed the thrombectomy procedure. There were no further details provided to artegraft on the extent of the total thrombus. After the thrombectomy, the patient was found to have no pulse and subsequently expired on the procedure table. There was no time frame provided to artegraft which indicated the time between final thrombectomy procedure, and patient expiration. Cause of death, as related by the interventional radiologist was determined to be pulmonary embolism. User facility investigation would not identify a specific association of the device(s) with the patient death.